Event description:
Livanova deutschland received report that the 3/8 bubble sensor of the s5 hlm was not working properly. The issue occurred during priming. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11 livanova deutschland manufactures the 3/8 bubble sensor, the event occurred in germany. Livanova field service engineer confirmed the issue and that device repair is not possible. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.